Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 3008452825-2021-00007. The article, "structural valve deterioration after aortic valve replacement with the trifecta valve", was reviewed. The research article is retro- and prospective single center cross-sectional study to assess the rates of structural valve deterioration(svd) and associated reintervention in patients undergoing surgical aortic valve replacement (savr) with the trifecta valve. The article concluded rates of svd after aortic valve replacement with the first generation trifecta and that studies with longer follow up of the second generation trifecta valve are needed to assess if changes in design positively impacted svd rates of the first generation. The primary and corresponding author is paul werner, md, division of cardiac surgery, department of surgery, medical university of vienna, waehringer guertel 18-20, 1090 vienna, austria. With the email paul.werner@meduniwien.ac.at.

Manufacturer narrative:
As reported in a research article, 347 consecutive patients underwent surgical aortic valve replacement with a trifecta valve between 2011 and 2017. 13 patients died within 30 days of the procedure and 20 patients died due to valve related events. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.